Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the entire device slightly worn. Event history log confirmed ¿downstream occlusion¿, ¿upstream occlusion¿, and ¿no disposable attached¿ alarm messages. Functional testing was unable to replicate the reported issue; the pump was working properly. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that ¿the upstream is not ok.¿ there was unknown patient involvement and unknown patient harm.